Event description:
It was reported that the customer believes that their insulin pump is not working. Customer's blood glucose level at the time 18 mmol/l. Customer declined troubleshooting. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.